Event description:
While performing a tonsillectomy and adenoidectomy the surgeon stated, "something is wrong with this tip, can I get another one?" Another bouie tip was added to the field and the same problem occurred. A new bouie handpiece and a third tip were placed on the sterile field. Pt's grounding pad was checked for patency and proper placement. The surgeon checked the tip and stated that the plastic insulation had sparked like a match. He removed the burned remains from the tip and proceeded to finish the case.